Event description:
It was reported that this right ventricular (rv) lead was attempted at implant. Difficulty extending the helix mechanism was reported along with pacing impedance measurements greater than 3,000 ohms. A new lead was successfully implanted. This lead was handled by the hospital and is not expected for return. No adverse patient effects were reported.